Manufacturer narrative:
Correction: the device meets or exceeds 75% of expected longevity. There is no device malfunction; therefore, this device is no longer reportable.

Event description:
Additional information indicates the device meets or exceeds 75% of expected longevity. There is no device malfunction; therefore, this device is no longer reportable.

Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received.

Event description:
It was reported that the patient's ipg was depleted and unable to communicate with external devices. It is unknown if the ipg depleted prematurely. As a result, surgical intervention may be undertaken in the future.